Event description:
The patient reported that they had a battery replacement the week prior and reported increased seizures. It was determined that they were at lower settings than prior to the replacement. However, upon follow-up with the doctor's office, high impedance was detected on the patient's device. Impedance had been normal at surgery. The patient's seizures prior to this event were fairly well-controlled. No further relevant information has been received to date no known surgical intervention has occurred to date.

Event description:
It was reported that the patient underwent exploratory surgery. The patient&#39;s lead pin was re-inserted and the patient no longer had high impedance. No further relevant information has been received to date.